Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery test as well as replace battery now. Customer performed troubleshoot for issue but insulin pump alarmed battery failed alarm and insulin pump died. Customer¿s current blood glucose was not given. Customer stated that they replace battery and got alarm for motor error and power error. Customer advised to revert to back up plan. Insulin pump will not be return for analysis.